Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 55.0 was returned for analysis in one piece. Final analysis found an external insulation abrasion at 17.9-19.1cm from the connector pin, consistent with the lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.